Event description:
Healthcare professional reported a loss of implant volume and noted that the device was punctured during removal. Later contacted back reporting that an attempt was made to refill the implant during surgery, but it deflated. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a loss of implant volume and noted that the device was punctured during removal. Later contacted back reporting that an attempt was made to refill the implant during surgery, but it deflated. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed multiple openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported a loss of implant volume and noted that the device was punctured during removal. Later contacted back reporting that an attempt was made to refill the implant during surgery, but it deflated. Through claim paperwork was noted "hole, non specific" as a surgery observation.. This record is for the left side. The device was explanted.